Event description:
It was reported that during testing of the monitor, a high pulse rate reading was observed, where the bpm (beats per minute) did not drop below 180 when surpassed. Pulse rate was tested at 200 which resulted to 200 and tested at 60 which would not go below. There were no audible or visual alarm. There was no patient involvement.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Correction: a1, b5. H3 evaluation summary: medtronic conducted an investigation based upon all the information received. The device was available for evaluation. Visual inspection noted that the mainboard was defective. The only thing that appeared to be working as it should was the liquid crystal display (lcd) screen. The issue was resolved by replacing the mainboard, keypad and serial number label. It was reported that a high pulse rate reading was observed and there were no audible or visual alarms. The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing of the monitor, a high pulse rate reading was observed, where the bpm did not drop below 180 when surpassed. There was no reported patient involvement or outcome.